Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 9f hickman d/l catheter was returned for sample evaluation. Along with return sample one electronic photo was provided for review: a complete circumferential break was noted, and the edges were noted to be uneven, and the surface was noted to be glossy with striations hence not considered as fracture. Infusion and aspiration were attempted on red luer and got successful with small resistance and on while luer and got successful with no resistance. No leak was noted in both luer. No other anomalies were noted as per sample evaluation. No evidence was found for reported event in photo review. Therefore, the investigation is unconfirmed for the reported obstruction of flow issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 01/2026), g3, h6 (method). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a chronic catheter placement procedure, the catheter was allegedly found to be occluded right after insertion. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Event description:
It was reported that sometime post a chronic catheter placement, the catheter was allegedly found to be occluded. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The device has been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 01/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.